Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous left superficial femoral artery. Access was obtained from the right femoral artery. A 6f sheath was inserted and obtained contralaterally. The physician crossed the lesion with the f/g sterling otw 4.0 x 20/80 (4f) balloon. On the first inflation, the balloon was inflated to six atmospheres for sixty seconds. The second inflation, the balloon was inflated to ten atmospheres for sixty seconds. On the third inflation, the balloon was inflated to twelve atmospheres for sixty seconds. On the fourth inflation, the balloon ruptured at fourteen atmospheres. The device was removed outside the body and exchanged with a symmetry 4x2 and the procedure was completed. The pt's status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).